Manufacturer narrative:
The sample was not returned therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately six hours into patient treatment with a prismaflex m150 set, an air alarm was triggered and the pre blood pump line was observed to have disconnected from the bag resulting in air entering throughout the circuit. The cause of the disconnection was not reported. The patient was disconnected without blood return and treatment was completed with a new set. Total amount of blood loss was not reported. The patient was transfused with one unit of blood. The patient outcome was not reported. No additional information is available.